Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. It was stated that the customer was told that she could wear the insulin pump during an MRI scan. Advised the caller that you should never expose the insulin pump to high magnetic fields. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.